Event description:
Manufacturer's investigational unit confirmed a melted appearance on the screen of the performa meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging an error 5 message on his one touch ultramini meter. The patient mentioned he first obtained the error 5 message at 9:15pm on (B)(6), 2010. The patient did not take any action after he obtained the alleged error 5 message. Approximately 10 minutes later, he developed symptoms of cold sweats, weak and feeling shaky. He self-treated with food and /drink at 9:30pm and did not seek any further medical attention or contact his physician for assistance. The technique of applying blood on the test strip was correct. The test strip did not completely draw in the sample of blood. Customer care advocate (cca) had the patient retest and the issue was not resolved. Product was replaced. The complaint is being reported since the patient alleged that due to the error 5 message, he developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
510 (k) # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.